Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s meter has been returned on 12/10/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini had a battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 late in the afternoon the product issue occurred. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿shaky and nausea¿ approximately 20 minutes after the product issue. The patent alleged self-treatment with food and/or drink on (B)(6) 2014 late in the afternoon. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, and the meter required the batteries to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.